Event description:
It was reported that there were unspecified issues with the pump touchscreen display that caused customer to need to "use a tool to see the screen". There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.